Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery (sfa). A 6.0 x 200, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. The first inflation was done successfully at 6 atmospheres. However, upon the second inflation, the balloon ruptured at 9 atmospheres. The device was removed and the procedure was completed with another 6.0 x 200, 75cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).